Event description:
Patient (B)(6) indicated that they had experienced an extremely red and burning eye on (B)(6) 2025. (B)(6) indicated that their doctor confirmed an ulcer and prescribed medication drops. (B)(6) indicated that they switched filling solution and have not had any further issues.